Manufacturer narrative:
The "patient identifier" was updated. The provider sent a new charger to the customer and the customer discarded the old charger. Therefore, there are no parts to evaluate.

Event description:
Alleges charger caught on fire.

Manufacturer narrative:
The "date of event" has not been provided. The device has not yet been made available for evaluation. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges charger caught on fire.